Event description:
It was reported that approximately eight years post-implantation, the patient underwent a right hip revision due to pain, elevated metal ions, and metallosis. During the revision, erosion and metallosis to the trunnion was also noted. The stem remained implanted. Attempts have been made and no further information has been provided.

Manufacturer narrative:
(B)(4). G2: foreign: event occurred in canada. H6: proposed component code: mechanical (g04) ¿ head. The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch 3500a will be submitted.